Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however photos were received and evaluated. The visual inspection of the three provided photos showed the product wet. On photo one and three, the product with the partly broken dialysate port was observed. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 14l dialyzer, an external fluid leak was observed due to a crack. There was no patient involvement. No additional information is available.